Manufacturer narrative:
Additional information stated the event occurred before infusion, there was no patient involvement.

Event description:
It was reported that the device exhibited an alarm for ¿cassette not attached properly ¿ reattach cassette¿. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal and scratched lens. Functional testing was performed but the reported issue could not be replicated; however, review of the event history logs confirmed the reported alarm. The most probable root cause was the dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.